Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose was 268 mg/dl at the time of incident. Customer indicated that the pump may have possibly been worn in or around an MRI machine and the pump cannot rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test, displacement test, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. No motion sensor test failure alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.